Event description:
The user reported that during a percutaneous coronary interventional procedure the device gauge did not respond to pressure. The balloon could be seen expanding under fluoroscopy. The gauge went from zero to correct pressure rating during use. The needle obviously stuck during first inflation of the balloon but self corrected as the case proceeded. The user discarded the device when the procedure was completed. No harm or injury was reported.

Manufacturer narrative:
Device eval: the device is not expected to be returned for eval. The user did not specify if this was the initial use of the device. The device history record and the complaint database could not be reviewed as no lot number was provided. A f/u report will be submitted if add'l info becomes available.